Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Product remains in service. Additional information received indicates the patient will be evaluated this month by the physician, and the replacement will be discussed. The device has been explanted and replaced.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.